Event description:
A ventilator was returned to the manufacturer for routine preventive maintenance. There was no allegation of malfunction. There was no pt harm or injury reported. During the evaluation of the device at the manufacturer's service center, a failure related to the device's solenoid was observed. The device's solenoid was replaced to address the issue.